Event description:
In 2008, gore received the following information: on ten months earlier, this patient was implanted with a gore tag thoracic endoprosthesis. On two weeks prior to original date, a reintervention occurred whereby another gore tag thoracic endoprosthesis was implanted. Further investigation is pending.

Manufacturer narrative:
Method - other, a review of the manufacturing paperwork is being conducted.